Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17127. It was reported that when the patient with low heart rate presented in clinic, the device was not able to be interrogated. No response was noted to magnet. During device replacement procedure, high thresholds were noted on the right atrial(ra) lead. The lead was capped and replaced on (B)(6) 2019. The patient was stable.